Manufacturer narrative:
This report is submitted on september 15, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an extrusion of the receiver/stimulator. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 28, 2023.

Manufacturer narrative:
Correction: the previous MDR submitted on october 19, 2023 was filed inadvertently. No infection had occurred. This report is submitted on december 04, 2023.

Manufacturer narrative:
Per the clinic, there was an infection. This report is submitted on october 19, 2023.